Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl and clonidine via an implantable pump. It was reported the patient's pump was repositioned and battery site revision on (B)(6) 2021. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. Fluoroscopy was performed and the issue was unresolved with no further action planned. Additional information received from a healthcare provider via a clinical study reported the patient had been exited from the study, on (B)(6) 2014, due to withdrawal of patient by physician.